Event description:
It was reported that a dependent patient's right ventricular lead exhibited slow increase in capture threshold. The lead also exhibited increase in impedance. No other electrical anomalies were reported. No intervention was performed and the patient will be monitored. No patient symptoms were reported.